Manufacturer narrative:
(B)(4). G2: foreign, the event occurred in japan. The product has been received by zimmer biomet. The reported event is confirmed through returned product evaluation. Visual evaluation was completed and found that the device was fractured. The device was submitted for further analysis. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the needle of the complaint product's device has already been bent when the surgeon tried to penetrate it to the patient's meniscus. So, the surgeon could not be used the complaint product for the surgery. The correct surgical technique was used, and an alternate product was used to complete the procedure successfully. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.